Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis while she was using the insulin pump. The customer was pregnant and the baby died in the process. The customer was incoherent and passed out. The insulin pump never alarmed and insulin was not delivered. Customer's blood glucose level was not reported. The device was not reported.